Manufacturer narrative:
Production records investigated for lot number 54506. The testing showed no indication of abnormalities or malfunction at time of production.

Event description:
End user reports the graduation lines on the syringes from lot number 54506 expiration date 07/12/2026 are not easily legible in comparison to another brand of insulin syringe.

Manufacturer narrative:
Production records investigated for lot number 54506. The testing showed no indication of abnormalities or malfunction at time of production. The barrel printing design is according to mhc medical products artwork and no abnormalities in line measurements.

Event description:
End user reports the graduation lines on the syringes from lot number 54506 expiration date 07/12/2026 are not easily legible in comparison to another brand of insulin syringe.